Manufacturer narrative:
The complaint device has not been returned for analysis as it remains in service. According to the event description, the s-ICD has operated appropriately, following its performance specifications with no out-of-range measurements or interruptions in therapy output. Although evidence suggests the s-ICD has operated appropriately in the field, the reported observed behavior indicates that transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode may have contributed to the reported field allegations. However, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an arrhythmia episode due to noise oversensing, that was untreated but led to an inappropriate charge. Evaluations were performed, and noise was reproducible with isometrics, likely myopotentials. The patient believe the s-ICD has migrated, and because of the patient's high body mass, it is difficult to determine where the s-ICD is located at times. An attempt to perform an auto set-up failed due to low amplitude signals, but the s-ICD was reprogrammed to secondary configuration manually, without noticing noise. Undersensing of a few signals were clearly noticed as well. In addition, x-rays were performed, and the electrode had clearly moved. This was noticed after the patient left the clinic. Reportedly, secondary configuration is showing myopotentials too, and 2x gain was recommended. The patient will continue to be monitored. This s-ICD remains in service and no adverse patient effects were reported.